Event description:
Maxi move lift was used to transfer patient off the floor back into bed after a fall. The maxi move has a feature that will tilt the occupant back into a supine position or forward into fowlers. The lift was stuck in a fowler position and unable to tilt his upper body down while in bed. This resulted in staff lifting greater than 75lbs to un-hook the upper body clips from the lift. When attempting to lay the patient flat; when the button was pushed it just made a click sound. Equipment was taken out of use, tagged and maintenance was called. Manufacturer response for mobile patient lift, arjo (per site reporter). This call was to repair the tilt functions on this maxi move 2? Evaluation: performed the inspection to see what parts & adjustments were needed. Resolution: I found a broken wire and fixed the broken wire and did an inspection and this lift dose work per OEM spec and then I did full function test of this lift. After all adjustments and repairs, a full function check was done and the lift test to OEM specs. Testing or verification: this lift was function tested, and does function within the OEM spec. All adjustments were made per manual.